Event description:
It was reported a bd connecta plus stopcock leaked at the connection to a primary set during an lr infusion. Although requested, no further patient or event details were provided by the customer for this event.

Manufacturer narrative:
The customer's report that the stopcock leaked at the connection to a primary set was not confirmed. The customer¿s experience could not be identified because the suspect primary sets that were in use at the time of the customer event were not returned for investigation. Visual inspection of the returned stopcocks did not observe any damages or anomalies with the returned products. Functional testing did not to replicate any leaks with the returned stopcocks or at the connections. Pressure testing also found no anomalies. Female and male luer ports were measured and found to be within iso standards. The root cause that the stopcock leaked at the connection to a primary set could not be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported bd connecta plus stopcock leaked at connection to a primary set during a lr infusion. Although requested, no further details were provided by the customer for this event.